Manufacturer narrative:
The lens remains implanted and is not available for investigation. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the iol rotated out of position. The lens was repositioned. There was no reported patient injury. Additional information was requested but not received. This is event #2 of 2. Event #1 ref#0001313525-2024-00189.